Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The iabp switch on and off from side on/off switch. The fse observed the iabp giving electrical error code #50 which is related to, caused and/or contributed to the ¿power up failure¿. The fse cleaned motor control board and removed moisture but iabp still giving error. The fse replaced motor-control board. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) would not turn on. It was also reported that the end user switched to another iabp unit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A (B)(4) field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse resolved the issue by replacing the power supply assembly. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) would not turn on. It was also reported that the end user switched to another iabp unit. There was no patient involvement, and no adverse event reported.